Event description:
It was reported that during a helium fill, a ge healthcare field engineer (fe) spilled liquid helium on their fingers. The fe immediately followed relevant first aid for cryogen burns. Later, information was received that the fe was seen by a physician who diagnosed the injury as third-degree burns. The physician completed debridement of the area, dressed the burns, and provided pain medication.

Manufacturer narrative:
D4 unique identifier: (B)(4). There are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
H3: ge healthcare's (gehc) investigation has been completed. While the field engineer was attempting to perform de-icing on the mr system, high pressure liquid cryogen spilled on the feâs hands after pulling out a ramping rod in addition to the reflex action of trying to replace the cap. It was determined that the fe did not follow the procedure for maximum magnet pressure as the task was performed at a pressure that was above the maximum allowable limit. Additionally, the appropriate personal protection equipment (ppe) was not used when performing the de-icing procedure. These processes are addressed through multiple training courses. The system is operational and compliant. At this time, no additional activities are planned by gehc.